Event description:
Post-op x rays were done two days after a knee surgery. A broken drill tip was observed from one of the speed pins remaining posterior to the tibial insert. At this point, surgeon has decided that the position of the broken tip does not pose a threat and does not warrant further surgery to remove it.

Manufacturer narrative:
.

Event description:
Post-op x rays were done two days after a knee surgery. A broken drill tip was observed from one of the speed pins remaining posterior to the tibial insert. At this point, surgeon has decided that the position of the broken tip does not pose a threat and does not warrant further surgery to remove it. Later received x-rays confirmed that the metal fragment from the speed pin was not in the joint space. Patient age: mid sixth decade. Patient weight: large stature but normal bmi.